Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot# serial# (B)(4), product type: catheter. (B)(4).

Event description:
It was reported that the catheter migrated out of the intrathecal space, identified by x-ray on (B)(6) 2015. A catheter revision was performed on (B)(6) 2015 and during the revision it was found that the catheter was intact. It was clarified that the radiologist had read the scan wrong and said that the catheter wasn¿t there. The doctor and the company representative were adamant that there was no catheter or product issue. There was no product or therapy issue. During the revision, the doctor decided to spice the catheter and add a piece of catheter. 40cm of the spinal segment of the catheter was removed and a priming bolus was performed. Following the priming bolus the doctor was to update the pump to minimum rate mode. The patient had a follow up visit (B)(6) 2015 and (B)(6) 2015 and was doing well. The patient was receiving effective therapy. The device system delivered baclofen.